Event description:
Boston scientific has become aware of the following event: on pull back, the catheter tangled on itself going over the wire. The catheter was returned to manufacturing site and the investigation was performed in 2006. During investigation, it was found that the distal tip of the catheter was broken off and missing from ro marker up to distal tip end.